Event description:
Customer reported melting in the base unit of the device. Customer stated the device was cleaned with some type of wipe but was unsure when last cleaned. A request was made for return product and replacement product was sent.